Event description:
It was reported by the patient's caregiver that the previously working remote monitor was no longer responding to the start button. The monitor was to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.